Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection found no anomalies. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported allegation from the field.

Event description:
It was reported that this right ventricular (rv) lead was suspected to have perforated the heart wall. As a result a revision procedure was performed, wherein the rv lead was removed and replaced. The heart wall perforation was never definitely confirmed. The lead was returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been returned to boston scientific. Analysis will be performed and this report would be updated at that time, should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead was suspected to have perforated the heart wall. As a result a revision procedure was performed, wherein the rv lead was removed and replaced. The heart wall perforation was never definitely confirmed. No additional adverse patient effects were reported.